Event description:
Caller reported that a cartridge alarm labeled as number 30 occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in loading a new cartridge using the proper technique, successfully resuming insulin therapy, and resolving the issue.